Event description:
Customer received "fliers" beginning 5/2/10 for multiple assays. The following patient results were provided by customer: patient 1, initial total protein result 1.1 (accompanied by data flags), repeated on another cobas analyzer gave 6.5 g/dl. The 6.5 g/dl total protein result was reported. Patient 2, female, (B) (6), testing (B) (6) 2010, initial glucose result 7 mg/dl (accompanied by data flags), repeated three times gave 87 (another cobas analyzer), 88 (blood gas analyzer), and 86 mg/dl (original analyzer). The 87 mg/dl glucose result was reported; initial sodium result 132 mmol/l (accompanied by data flags), repeated twice gave 135 (another cobas analyzer) and 141 mmol/l (blood gas analyzer, different methodology). Customer stated the aberrant results were not sent to the floor, only the correct results were reported. Reagent lot #s: glucose 61943801 total protein 62112501 sodium electrode lot not provided the field service representative found a misadjusted sample line caused poor sampling and he adjusted the sample line. Customer ran samples with no further issues.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.